Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was not implanted. Explant date: if explanted, give date: not applicable, as lens was not implanted; therefore, not explanted. The intraocular lens (iol) is not returning for evaluation as its discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that partially inserted intraocular lens (iol) for the right eye of a patient was removed and replaced in the same procedure due to trailing haptic not folded. The lens did contact the patient eye. There were no medical/surgical interventions required. The lens was discarded. No further information was provided.